Manufacturer narrative:
The manufacturer did not receive the device for investigation. No x-rays were provided for review. Where lot number were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was used. It was reported that the patient was implanted a zimmer mmc cup, uncemented, 50 mm/42 mm, code h on (B)(6) 2010 on the right side and was revised in (B)(6) 2014 due to metallosis. Note: the revision date was taken as first day of (B)(6) 2014.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) years old female patient, bmi=40.8, had mmc cup on right hip implanted on (B)(6) 2010 and revised on (B)(6) 2015 due to metallosis. Patient has sustained 9 falls since the revision surgery and is still under doctor's care. Review of received data primary implantation surgery report dated (B)(6) 2010: pre-op diagnosis: right hip arthritis. Operative findings: zimmer devices implanted with no abnormalities. Excellent stability observed. Intraoperative ap pelvis obtained during the surgery and it was noted the components are in good alignment. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: increased wear due to clearance too small ¿ rim loading => possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to clearance too large => possible: no x-rays were returned for the investigation, therefore cannot be excluded. No self polishing (run-in phase) leads to increased wear due to inadequate articulation material => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Increased number of wear particles due to chemical corrosion => possible: the product was not available for investigation, therefore cannot be excluded. Reduced rom, increased wear due to component malpositioning => possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to component missmatch (wrong size) => not possible: the product combination was compatible, correct sizes were used. Increased wear due to component damaged during operation - scratches on articulation surface => possible: proper handling of components during surgery is out of zimmer biomet control increased wear due to wrong pairing due to missing "metasul" sticker => not possible: the product combination was compatible. Conclusion summary: neither x-rays, revision surgery notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. There is no medical data which confirm the reported failure. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. However, patient is known to have a high bmi=40.8 which might have contributed to the wear process leading to the metallosis. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a revision surgery approximately four and a half years post implantation due to pain. During surgery, fluid collection and metal on metal hypersensitivity were noted attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that a (B)(6) female patient, bmi=(B)(6), had mmc cup on right hip implanted on (B)(6) 2010 and revised on (B)(6) 2014 due to metallosis. Patient has sustained 9 falls since the revision surgery and is still under doctor's care. Review of received data: - primary implantation surgery report dated (B)(6) 2010: pre-op diagnosis: right hip arthritis. Operative findings: zimmer devices implanted with no abnormalities. Excellent stability observed. Intraoperative ap pelvis obtained during the surgery and it was noted the components are in good alignment. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: neither x-rays, revision surgery notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. There is no medical data which confirm the reported failure. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. However, patient is known to have a high bmi=(B)(6) which might have contributed to the wear process leading to the metallosis. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).